Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer was instructed to perform a supply change to address the issue. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer performed a supply change to address bg.